Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit misfired and burned the patient's leg when the pencil was laid on the or table between the patient's leg and the unit.